Manufacturer narrative:
Investigation: visual inspection revealed that the heat shrink coating at the tip of the scissors attachment was peeling. There was some evidence of blood. Based upon the received condition of the device, the reported complaint was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview scissors did not fit into the uniport plus. The tip of the scissors' cover came off during the operation. A new kit was used to complete the procedure. There were no pt effects. The product is returning.